Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the pump was being returned to the manufacturer.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving compounded b aclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported healthcare professional (hcp) called manufacturer representative (rep) on (B)(6) 2017 to state that the pump had int ermittent motor stalls and patient had been admitted to the hospital with withdrawal. Nsur was consulted to evaluate the patient and rep would be updated after consult was completed. The rep called on (B)(6) 2017 and was told that the pump would be replaced today ((B)(6) 2017). The hcp mentioned during the conversation about starting dose post replacement that he shut the pump off on (B)(6) 2017. No known factors may have cause, contributed or led to the issue. Diagnostics/troubleshooting performed included logs were read and a motor stalls were recorded. Actions/interventions included the pump was replaced on (B)(6) 2017 and will be returned for analysis. It was noted that the issue was not resolved at time of report. It was stated that surgical intervention occurred on (B)(6) 2017 as the pump was replaced. The patient's status at time of report was "alive-no injury." The patient's weight was unknown and will not be made available. No further complications were reported/anticipated.

Manufacturer narrative:
The initial report did not indicate hospitalization in error regarding outcomes attributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, the following drugs were being administered as of (B)(6) 2017: baclofen with concentration 3,500 mcg/ml and bupivacaine with concentration 5.0 mg/ml. (B)(4). If information is provided in the future, a supplemental report will be issued.